Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient in stable condition presented in clinic for follow up. Upon interrogation, the pacemaker exhibited backup vvi operation. Device replacement due to normal battery depletion was discussed. No intervention was reported.